Manufacturer narrative:
Product complaint # pc-(B)(4). Batch number ==> r5810v. Investigation summary: the analysis found that one plee60a device was returned for analysis with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken and missing leaving the switch actuator loose which lead the device not to fire. It is possible that the component dislodged was the switch actuator post as it was not returned. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: please clarify "small yellow piece that is out of the handle" don't know was there any damage to the handle? No. Did the small yellow piece fall out of the handle/off of the device? Don't know. If so, did it fall in to the patient? No. If so, how was it retrieved? Did this alter the procedure in any way? No. Will the small yellow piece be returned with the device? Don't know. No further information available.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify "small yellow piece that is out of the handle": was there any damage to the handle? Did the small yellow piece fall out of the handle/off of the device? If so, did it fall in to the patient? If so, how was it retrieved? Did this alter the procedure in any way? Will the small yellow piece be returned with the device?

Event description:
Device does not work, small yellow piece that is out of the handle. Problem solved by replacing the device. No clinical consequence.